Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one implant and mount were returned for investigation. Visual evaluation of the as returned product identified the malfunction. Implant is stuck with the mount and is not possible to disengage/release. Functional testing was performed, and the mount was not able to be disengaged from the implant. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth 13 (fdi). The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - 07/2021 / biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: warnings and precautions. DHR review could not be performed for the mmc15 as the lot number was unknown. A complaint history review by item number was conducted for the (mmc15) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: does not disengage/release). Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available.

Event description:
It was reported the implant is stuck with the mount and is not possible to remove it. Doctor placed other implant in the same surgery using other mount and other implant.